Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The user facility asked for an endoscopy support specialist (ess) to give an in-service on the ebus (endobronchial ultrasound) scope with the sterile processing staff at (B)(6) medical center while on site in-servicing the intubation and video bronchoscopes. When the ess removed the distal tip protector, the ess discovered half of an ultrasound balloon still attached to the distal end of the reprocessed ebus scope that came out of the clean scope cabinet. After discovering half of an ultrasound balloon still attached to the distal end of the reprocessed ebus scope that came out of the clean scope cabinet, ess discussed the reprocessing steps for the ebus scope briefly with some of the attendees. Ess discussed when the balloon should be removed during the precleaning steps and how to properly remove the balloon if the scope arrived with the balloon still attached. The manager asked ess not to in-service all attendees on the ebus scope at this time due to time restraints. The manager will train staff on future reprocessing of ebus scopes. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g7, h2, h4, h6, and h10. While the root cause could not be definitively established it can be inferred that the facility failed to follow the IFU and training to properly clean and inspect the device before returning it to service. The following is stated in the IFU: chapter 7 cleaning, disinfection, and sterilization procedures 7.3 precleaning wipe down the insertion section remove and discard the balloon as described in section 4.5, ¿removal of the balloon¿, to ensure proper cleaning of the endoscope. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. No similar complaints for this issue have been reported by this facility or any other facility.